Manufacturer narrative:
The device was not returned. However, on contacting the customer, stated the issue was resolved by connecting the light guide to the light guide socket. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center lamp did not turn on. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed the device was shipped in compliance with the manufacturing specifications. The device was not returned to olympus for inspection, however; the investigation on site confirmed that the light guide was not connected. It is likely that the lamp did not turn on because the light guide was not connected. The light guide was connected, and the issue was resolved. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.